Manufacturer narrative:
The customer replaced the probe wipe which fixed the leak. (B)(4).

Event description:
The customer observed a fluid leak from a coulter act diff analyzer. The volume of the leak was not specified. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.